Event description:
A customer received an err1 and err3 message on their locked freestyle flash meter. Troubleshooting of the meter indicated that the unit of measure on the meter could be changed. The meter is exhibiting signs of memory overwrite. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter and test strips have been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.